Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of the poly trial fractured off while trialing implants. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned device found it to exhibit signs of repeated use gouged / scratched and has a piece fractured off the distal surface. All fractured pieces were returned. Medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The lot has been in the field for approximately six years and eight months. It is unknown how many times the device was used. The root cause can be contributed to normal wear and tear of device. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.